Event description:
It was reported that the customer received a button error alarm on the insulin pump. The insulin pump was not alarming following exposure to moisture and a button had not been pressed for three minutes or longer. The customer's blood glucose was 160 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. No blank display noted; however, the battery tube was corroded. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a missing address serial number label and a melted spot on the back at address serial label location. Moisture damage was found on electronic and motor assembly. (B)(4).